Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The rv lead broke during the extraction. The patient condition was stable after the procedure.